Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of reported broken/stretched tissue pad during use could not be determined, however, it is likely that ultrasound was emitted when the gripping part was closed without grasping the tissue (including after the tissue had been cut), causing the tissue pad to wear down, tear in some places, and peel off. The event may be detected/prevented by following the instructions for use which state: manual number and revision number: rc2058 09 do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripper and perform output when there is nothing being gripped between the gripper and the probe tip, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised. Friction between the gripper and the probe tip may cause abnormal heat generation, which may lead to damage, deformation, or detachment of the gripper and the probe tip, or part of the tissue pad may peel off, resulting in severe wear. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. When treating biological tissue or blood vessels, apply light tension to make the incision visible. Also, once the incision is complete, immediately stop output. Otherwise, abnormal heat caused by friction between the tissue pad and the tip of the probe may occur, leading to damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off. Olympus will continue to monitor field performance for this device.

Event description:
It was reported while using the sonicbeat the tissue pad broke and appeared stretched not falling into the patient body. The issue occurred during a therapeutic colorectal surgery. No report of delay and the procedure was completed on a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.